Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of refw2533 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (refw2533) have been reported from the same facility.

Event description:
It was reported "we had an issue with introducer on the triple lumen provena PICC line, 5 fr. The PICC rn was trying to thread the introducer in the patient and couldn¿t, nicked him with the scalpel and still couldn¿t, finally realizing there was a small burr on the end of the gray part of the introducer. Another one had to be dropped to her onto her sterile field. The first introducer felt more flimsy to the inserter. This repeated pushing trying to pop the introducer through the skin puts this covid positive patient at higher risk for dvt with that manipulation and also having to nick his skin putting him at higher risk for infection. Several skin nicks had to be made until it was realized that there was a burr on the end of the introducer. Patient is 6¿4¿, he is here and vented for covid pna. R ij in place as well and was removed once the PICC line was placed." Was there any patient harm reported? No, but trauma to vein and tissue as attempts made to thread introducer before the small burr on the end was noticed.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of refw2533 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (refw2533) have been reported from the same facility.

Event description:
It was reported "we had an issue with introducer on the triple lumen provena PICC line, 5 fr. The PICC rn was trying to thread the introducer in the patient and couldn¿t, nicked him with the scalpel and still couldn¿t, finally realizing there was a small burr on the end of the gray part of the introducer. Another one had to be dropped to her onto her sterile field. The first introducer felt more flimsy to the inserter. This repeated pushing trying to pop the introducer through the skin puts this covid positive patient at higher risk for dvt with that manipulation and also having to nick his skin putting him at higher risk for infection. Several skin nicks had to be made until it was realized that there was a burr on the end of the introducer. Patient is 6¿4¿, he is here and vented for covid pna. R ij in place as well and was removed once the PICC line was placed." Was there any patient harm reported? No, but trauma to vein and tissue as attempts made to thread introducer before the small burr on the end was noticed.

Event description:
It was reported "we had an issue with introducer on the triple lumen provena PICC line, 5 fr. The PICC rn was trying to thread the introducer in the patient and couldn¿t, nicked him with the scalpel and still couldn¿t, finally realizing there was a small burr on the end of the gray part of the introducer. Another one had to be dropped to her onto her sterile field. The first introducer felt more flimsy to the inserter. This repeated pushing trying to pop the introducer through the skin puts this covid positive patient at higher risk for dvt with that manipulation and also having to nick his skin putting him at higher risk for infection. Several skin nicks had to be made until it was realized that there was a burr on the end of the introducer. Patient is 6¿4¿, he is here and vented for covid pna. R ij in place as well and was removed once the PICC line was placed." Was there any patient harm reported? No, but trauma to vein and tissue as attempts made to thread introducer before the small burr on the end was noticed.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged microintroducer sheath is confirmed; however, the exact cause is unknown. One 5 fr x 7 cm microintroducer was returned for evaluation. An initial visual observation showed use residue on the returned sample. The distal end of the microintroducer sheath was observed to be damaged. The distal end of the dilator was observed to be slightly curved. A microscopic observation revealed the edge of distal tip of the sheath was buckled and folded back and plastically deformed at the corners. While the cause of the damage observed on the introducer sheath tip is unknown, possible causes include damage during handling or use. H3 other text : evaluation findings are in section h.11.